Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g experienced a failure to contain medication. The following information was provided by the initial reporter: the barrel was found to be cracked.

Manufacturer narrative:
H6: investigation summary: customer returned a single 0.5ml syringe. The barrel of the syringe has a section that has broken away. This section starts at the distal tip of the barrel and reaches down to approximately the 15 unit mark on one side of the barrel. A review of the device history record was completed for batch# 1284125. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of syringe barrel damage. Root-cause is misaligned gate on printer machine refer to dispatch# (B)(4).

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g experienced a failure to contain medication. The following information was provided by the initial reporter: the barrel was found to be cracked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.